Manufacturer narrative:
The initial report had the incorrect harm and treatment code information. The correct information has been provided with this report. (B)(4).

Event description:
Harm code has been updated to 1905 ( hyperglycemia ) and treatment code has been updated from t003 to t004 ( insulin pump ).

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. Customer¿s blood glucose was 32 mg/dl, 521 mg/dl, 500 mg/dl, 147 mg/dl, 118 mg/dl. The customer treated with the food, orange juice and glucose tablets for low blood glucose and with the insulin pump for high blood glucose. Troubleshooting was declined for high and low blood glucose. The device will not be returned for analysis.